Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump had been alarming an unexpected restart alarm and was shutting off. The device shut off one time which caused the customer to have high blood glucose. The customer's blood glucose value during the incident was unknown. Troubleshooting was performed but not completed. The caller will have the customer call back for full troubleshooting. The insulin pump will not be returned for analysis.